Manufacturer narrative:
A review of the lot history record for lot #03042101, including lot release test data, was performed, which did not reveal any anomalies that could be attributed to the reported issue.

Event description:
It was reported that during the patient's third visit: "patient had the following: left brachial veins-acute thrombus, PICC line: partial compression:normal phasic flow. Left ulnar veins: acute thrombus, PICC line: no compression left basilic veins: upper arm, acute thrombus, PICC line, no compression left cephalic vein: upper arm, acute thrombus: no compression left cephalic vein: forearm: acute thrombus: no compression [the physician] was notified the same day as event. [The physician] verified results. Patient was placed on anticoagulation by attending. Patient is asymptomatic."